Event description:
Different results between two hemochron response instruments. Instrument 1 (B) (4). Well #1 - 934 seconds. Well #2 - 841 seconds. Instrument 2 (s/n not reported). Well #1 - 262 seconds. Well #2 - 339 seconds. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B) (4). Manufacturer evaluation/investigation currently in process.